Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A microscopic examination was performed and it was observed a separation between the pebax and electrode. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of failure is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. It was initially reported by the customer there was an force sensor error (error 106). There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 12-feb-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.